Event description:
It was reported that during the procedure to replace the right ventricular lead due to noise. The physician noted an insulation anomaly on the left ventricular lead. The lead remained implanted and will be addressed at a later date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).